Event description:
It was reported that leakage occurred between the bd phaseal¿ protector p53j and cisplatin vial while preparing the medication. The following information was provided by the initial reporter, translated from japanese: "this report is about leakage. Leakage was observed from the needle part of the protector during cisplatin preparation." The leakage was between the protector and vial. The protector was connected manually.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector of an unknown lot, assembled onto the vial was provided to our quality team for investigation. Through visual inspection, the protector penetrated the vial stopper properly and no damage or other defects were observed on the protector or any of the device components. Functional testing was performed, no leak between the protector and vial was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred between the bd phaseal¿ protector p53j and cisplatin vial while preparing the medication. The following information was provided by the initial reporter, translated from japanese: "this report is about leakage. Leakage was observed from the needle part of the protector during cisplatin preparation."